Manufacturer narrative:
Concomitant products: w1dr01 ipg implant date: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and intermittent undersensing. It was also noted that an atrial lead position check failure occurred with the pacing lead. The ra lead remains in use. No patient complications have been reported as a result of this event.